Event description:
This is a duplicate of MFR report # 0001831750-2013-04044. The serial number (B)(4) and catalog number 6082000000 reported for this complaint was accidentally submitted into the complaint handling system twice for the exact same complaint instance. Please refer to MFR report # 0001831750-2013-04044 for full reporting for this serial number (B)(4) and catalog number 6082000000 for this complaint.

Event description:
It was reported via repair work order that the crossbar and height adjustment racks are bent, and the lift here labels were torn. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This is a duplicate of MFR report # 0001831750-2013-04044. The serial number (B)(4) and catalog number 6082000000 reported for this complaint was accidentally submitted into the complaint handling system twice for the exact same complaint instance. Please refer to MFR report # 0001831750-2013-04044 for full reporting for this serial number (B)(4) and catalog number 6082000000 for this complaint.